Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.

Event description:
As reported to coloplast though not verified, physician saw the pt in his office and her chief complaint was leg pain and he plans on removing the mesh.